Event description:
The reusable poly insert impactor tip broke at the point where the tip connects to the impactor handle.

Manufacturer narrative:
The reusable poly insert impactor tip broke at the point where the tip connects to the impactor handle. The instrument was not returned for investigation. Lot number of the instrument was not provided. No further investigation can be conducted.